Event description:
It was reported the subject device showed appearance on monitor string issues and disturbance to the vision of the surgical field. The event was found during a non-specified diagnostic procedure. The procedure was completed with the same device. There was a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a root cause could not be identified for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.